Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons of the insulin pump are not responding. The customer's blood glucose level was unknown at the time of incident. Troubleshooting was performed and customer stated that the buttons have always been harder to press and the buttons are made with stiffer buttons. Customer also stated that time was changed for one minute. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.